Event description:
The customer called about an error code that he received when testing with his contour meter. His initial call did not meet the criteria to be reported, but his test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found 1 out of 5 control tests to read 41 mg/dl low, out of specification. Performance was satisfactory using iqa retention reagent.